Manufacturer narrative:
E1: name: ypsomed ag, country: switzerland, address ¿ line 1: weissensteinstrasse 26, city: solothurn, state: california, zip code: 4503. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
In germany, on (B)(6) 2026 it was reported that the insulin does not appear to be being delivered properly through the catheter tube into the subcutaneous fat tissue, instead accumulating at the cannula connection or leaking out there, causing the pump and surrounding components to get wet due to a damaged or defective adapter.